Event description:
It was reported that a 512sd was used during a cholecystectomy. It was reported by the affiliate that the surgeon attests that the taps were breaking during the proceeding, and that one of the trocars had the blade jammed before the tap broke (would not arm). There was no consequence to the pt.